Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received. Upon the return of the product a supplemental report will be sent with the investigation results. The design history record service review is pending and will be reported in the supplemental report.

Event description:
It was reported that the ev1000a platform system was being used during patient monitoring when the display screen became frozen. It was realized by the clinicians immediately. The clinicians turned off the system and used the non-invasive blood pressure monitoring on the patient. The facility did not report the event to edwards in a timely manner; therefore, only limited information is available. There was no inappropriate patient treatment administered. There is no patient demographic information available. There was no patient harm or compromise.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
One ev1000 platform system was returned for product evaluation. The suspect ev1000 panel and databox powered up and connected successfully without any errors noted. The panel performed as intended. The databox failed the functional testing for ap accuracy and sample rates testing. The databox was then re-calibrated and the functional test was performed again. It then passed the tests after re-calibration. It was noted that the panel was not upgraded by the supplier kontron. The reported issue of frozen screen display was not confirmed by evaluation; however, it was found that the databox was out of calibration and the panel had not been upgraded by the supplier. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. There was no inappropriate patient treatment administered. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device service history record review was completed and all manufacturing inspections passed with no non-conformances. In addition, there is no previous related servicing record of the product. The device has not been received for evaluation. Upon receipt of the device for evaluation, the findings will be submitted in a supplemental report.

Manufacturer narrative:
The suspect ev1000a platform system was not returned by the facility for product evaluation after several attempts were made. Edwards is unable to confirm or negate the customers experience without the return of the suspect product. If the product is returned a supplemental report will be submitted. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly training clinicians experienced in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. The incident of the frozen screen occurred on the same ev1000a platform system three times before the facility called in the events. Please see MDR submissions 2015691-2018-02962 and 2015691-2018-02963 for the other two events.